Event description:
Monitor failed to read v2 on ECG. Testing shows failed chest lead cable on v2. Failed 12 lead ECG cable .

Manufacturer narrative:
Philips received a complaint on the tempus pro indicating that it failed 12 lead ECG cable. Based on the evidence available the reported problem was confirmed. Functional analysis was performed and identified failed chest lead cable on v2. Cable from another unit swapped to confirm issue and this proved that the issue was isolated to just the chest lead cable. No physical damage noted on failed cable. Case created for documentation purposes. Account manager to replaced the cable for the customer. A review of the risk management file indicates the problem reported by the customer is a low potential severity which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes the device was operational after cable replacement. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.